Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported: "according to customer, the sensor suddenly stopped working. Tested at (B)(6) with the same result. Not reliable." No consequences or impact to patient were reported.

Event description:
It was reported: "according to customer, the sensor suddenly stopped working. Tested at infiniti medical with the same result. Not reliable." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was found to visually and audibly alarm during alarm conditions. The sensor was placed on the fluke index 2 simulator for 60 minutes and no problem was found. The sensor was able to obtain spo2 (96%) and pulse rate (75 bpm) values throughout the entire 60 minutes of testing. The sensor provided accurate measurement and was determined to be functioning as designed.